Manufacturer narrative:
All available patient information was included, no additional patient information was available. The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending data for the list number did not identify any related trends for the product and issue under review. The complaint activity review by lot indicates that the reagent lot performs as expected for this product. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data. The review shows that the median patient results for lot 46062ud00 is comparable with other lots in the field confirming no systemic issue for the lot. A review of the device history record indicated no non-conformances or deviations were identified for lot 46062ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I tsh reagent lot 46062ud00.

Manufacturer narrative:
Complete information from section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I tsh results for one patient. Additionally, an instrument error message was noted ¿order cannot be created. Hil multiple measurements or calculation item (tsh-ifcc) already exist¿. The following results were provided: sid (B)(6) tsh-ifcc result 0.2352 uiu/ml, repeated tsh 0.2158 and 0.4407 uiu/ml. The customer believes that 0.4407 uiu/ml is the correct result. The patient had previously tested at around 1.30 / 1.16 uiu/ml. No impact to patient management was reported.